Event description:
A port was implanted via right subclavian vein in 2006. Dr reported pt received 1st chemo treatment without any problem. During second treatment, doctor noticed "there was something wrong". An x-ray with media showed catheter was detached from port. Pt was moved to cath lab to remove catheter. Port was removed 20 days after catheter was removed.